Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted (B)(6) 2017.

Event description:
Per the clinic, it was reported that the patient experienced an infection at the implant site. The patient has received treatment for the infection; however, the type of treatment was not reported. The infection reportedly did not subside. Subsequently, the device was explanted on (B)(6) 2017. There are plans to reimplant the patient once the infection has resolved.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2017-01822.